Event description:
It was reported that the patient presented with infection. The whole system, including the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead, was explanted. Patient condition was unknown.